Event description:
It was reported that the user experienced prolonged hyperglycemia while using an ilet system with a dexcom g7 continuous glucose monitor (cgm) after the pump cartridge ran out of insulin during travel, followed by a supply change and a subsequent meal taken after approximately one hour without insulin. The user¿s cgm showed a peak of 346 mg/dl and was trending down by the end of the interaction, and no fingerstick confirmation was available. Symptoms included lethargy, confusion/disorientation consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component, with the medical device problem categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.